Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient outcome was on-going with no further action needed. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a device interrogation discovered an electrode was out of range (under 70 ohms). The implantable neurostimulator (ins) was reprogrammed on (B)(6) 2011. There was no intervention, though it was reported that the out of range electrode would be monitored. There were no patient symptoms and it was reported that the event resolved without sequela. Additional information has been requested, but was not available as of the date of this report.